Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable was unable to replicate the reported issue. Mvs interface cable passed 100t and gbit bench communications testing as well as continuity testing. Installed cable on test imaging system and the system readied as expected. All communication, charging and both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was fount that there was no communication between the mobile view station (mvs) and image acquisition system (ias). The system was in stand alone mode due to an umbilical cable failure. The umbilical cable has been replaced with a new one. Communication between the mvs and ias has been restored. System started to work as intended. The malfunctioning cable has not been received by the manufacturer for evaluation. A communication failure mode was confirmed, with the root cause being the umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system enters stand alone mode when the umbilical cable is touched or moved. There was no patient present when this issue was identified. No additional information was provided.